Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted procedure as additional information was received that the procedure was completed with another device.

Event description:
It was reported that an issue with the fiber caused damage to the debris shield. The procedure was completed with another brand product. There were no patient complications.

Event description:
It was reported that an issue caused damage to the debris shield, leading to the suspension of the procedure. No injuries have been reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.